Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a patient expired and found to be not monitored the night of (B)(6) 2021 between 00:47 and 02:28. It was noted that the patient monitor had been set to pause at 00:46 and was not switched back to monitoring mode until 02:28. The device was in use at time of event, the patient expired.

Manufacturer narrative:
H6: after further investigation it was deemed that this complaint was reported against the wrong product which results under s different registration number. Please refer to MFR# 9610816-2022-00173 report for complete outcome of complaint.